Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with episodes of non-sustained rv oversensing. The patient was pacemaker dependent and due to the oversensing there were some few second pauses. The oversensed activity was reproducible with deep breathing. The lfa filter was turned off and no more oversensing was observed after that. The patient continued to be monitored.